Event description:
Per the clinic, the device was explanted (date not reported) due to tip fold over. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR [6000034-2024-04031] submitted on (B)(6) 2024 was filed inadvertently. This MDR was a duplicate. Any further information will be provided with report number 6000034-2024-04421.